Manufacturer narrative:
Device evaluated by manufacturer and health impact, event problem and evaluation codes: updated. One (1) device was received. Visual inspection noted an outdated printed circuit board (pcb) and power switch, corroded drain fitting. Cracked enclosure and tank cover, bent micro switch, stripped interlock block, and broken pole clamp. Filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The device was leaking confirming the customer complaint. The root cause was a crack in the enclosure near the drain fitting. A manufacturing device history record (DHR) review was not performed because there was no indication of a manufacturing defect during the investigation. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation. Replaced the enclosure, tank cover, interlock block, micro switch, and pole clamp. Also updated the printed circuit board (pcb) and power switch. Performed preventative maintenance (pm).

Manufacturer narrative:
Date of event is unknown, no information has been provided to date. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer was leaking. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.